Event description:
The clinical coordinator made rptr aware of an incident that had taken place on 4/19/95 in which a defibrillator had malfunctioned. She said that during a code on 4/19/95 at 1552 when the device was attached to the electrodes, the screen only showed artifact, even though a heart beat had been detected. The clinical coordinator said that the electrode patches were changed and all lead selections were tried, but that the problem did not resolve. They switched over to paddles, and were then able to see a waveform. Another defibrillator was brought in, and they were able to get waveform on the new monitor. Rptr attached the simulator to the problem defibrillator, and was able to get artifact on the screen when looking at leads 1 and 3. The artifact preempted being able to read any waveform from the simulator. Rptr brought the device back to the biomed shop. Unfortunately, after bringing the unit back to biomed, rptr was not able to duplicate the problems she had seen. Since the leads were suspect, rptr x-rayed them in radiology. There appears to be no break in the wires. Unfortunately, she did not run a strip while observing the artifact but she is 100% sure the simulator was attached correctly, and there was true artifact on the defibrillator screw. Rptr called MFR in the afternoon of 4/20/95, described what was going on with the unit, and told rep that she felt uncomfortable with the unit, and wanted the MFR to look at it. Rptr shipped the problem defib back to the MFR.